Event description:
It was reported that the right atrial (ra) lead exhibited potential undersensing causing suspect inaccurate estimate of time in atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.